Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and was explanted to gain access to the blocked vein for device upgrade. A new lead with different model was implanted. Also, the explanted lead is in the possession of the hospital. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and was explanted to gain access to the blocked vein for device upgrade. A new lead with different model was implanted. Also, the explanted lead is in the possession of the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to field h11 additional MFR narrative. This supplemental report has been created to capture additional information and information correction.